Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 29 mm sapien 3 valve in the aortic position via transfemoral approach, after valve deployment, when delivery system was removed the team noticed that the proximal shoulder of the balloon had detached from system. The valve was deployed with out issue and there was no harm to the patient.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. The delivery system was visually inspected and the following was observed. The inflation balloon was bunched distally over the nosecone. The crimp balloon was torn at the I/c bond. The balloon wings were flared. Due to the nature of the complaint, no applicable functional testing was able to be performed. Dimensional testing was performed and all measurements met specification. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed upon visual inspection of the complaint device. A manufacturing non-conformance was unable to be determined. A review of the device history record, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. The report, ''after valve deployment when delivery system was removed the team noticed that the proximal shoulder of the balloon had detached from system. The valve was deployed without issue and there was no harm to the patient.'' Visual inspection of the device revealed the crimp balloon was torn at the I/c bond. As the valve was deployed without issue and the inflation balloon was received bunched over the nose tip, it is likely that the balloon tear occurred during withdrawal of the delivery system. It is possible that patient factors such as tortuosity contributed to the complaint event. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra). As identified in the pra, tortuosity in the access vessel can create non-coaxial withdrawal angles, resulting in the distal end of the delivery system catching onto the sheath tip and contributing to the reported withdrawal difficulties. Potential residual fluid within the system after deployment could have left the balloon with a larger profile then expected and could have further interacted with the sheath tip during withdrawal. Any additional manipulation and/or increased withdrawal forces used to overcome this resistance can lead to the I/c bond separation. However, without applicable procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient (tortuosity) and procedural factors (excessive manipulation, potential residual fluid in balloon) may have contributed to the reported event. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions are required. A pra was previously initiated to document the associated risk for balloon torn issues.